Manufacturer narrative:
(B)(4). This lot was manufactured from august 13, 2013 to august 14, 2013. Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was filled with water with no leak or rupture noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate¿s balloon ruptured during filling. There was no patient involvement. Additional information was requested and is not available. This is medical device report 2 of 2.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.